Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Nothing further was reported.